Event description:
During evaluation of a returned sigma spectrum infusion pump, the ok button was defective. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An evaluation was performed, and the ok button was defective. Use of good known keypad confirmed that the keypad was defective. The condition was verified. The cause was from a defective keypad. The keypad will be replaced to resolve the issue. A service history review was performed and revealed that the device has no previous service events within the last 12 months; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.